Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it had voltage. Nordic bluetooth test was performed and the transmitter passed. A transmitter functional test was performed and the transmitter failed the connect threshold and connection. The share log was reviewed and the logs showed signal loss on the issue date. The customer complaint of loss of connection was confirmed. The root cause is a defective transmitter.